Manufacturer narrative:
The reported events of oversensing and no pacing were not confirmed. As received, the device output and telemetry communication were normal. Electrical and mechanical tests indicated normal device functionality. Output verification, crosstalk in saline solution, and capture tests were performed with normal results. There were no device anomalies found that would have contributed to the issues reported from the field. Despite extensive efforts, the reported issues could not be reproduced in the lab. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that during visual inspection of the header attachment area detected a bonding anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found in normal range. Feedthrough dye-leak test was performed, indicating no sign of hermeticity breach. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Event description:
Additional device image, programmer printouts and session records were received from the field. Analysis of the information indicated the battery voltage for the pacemaker was near beginning of life (bol) level and the current drain was normal. Alerts were recorded for ventricular noise reversion with the last recorded event on 24 march 2021. Several high ventricular rate (hvr) episodes were recorded between 24 march 2021 and 25 march 2021. However, there were no segms associated with those episodes due to the storage limit of the sbp pacemaker. The egms recorded that a hvr episode occurred on 18 march 2020.

Manufacturer narrative:
Further information was requested but is not yet available.

Event description:
Related manufacturer report number: 2017865-2021-13452 it was reported that on (B)(6) 2021 the patient required domestic resuscitation due to cardiac arrest primarily due to myocardial ischemia with severe stenosis of the left anterior descending artery with a stent implanted. Following resuscitation, the patient was transported to the clinic for provocative manipulation testing and device interrogation. The physician noted a stored event of lead oversensing with rv stimulation suppression on (B)(6) 2020. A revision procedure was scheduled to replace the lead due to this oversensing event from the prior year, as the patient was pacing dependent. The device was also scheduled to be replaced prophylactically since it was included in the assurity/endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. It was then reported the patient died on (B)(6) 2021 as a result of the previous resuscitation efforts. The pacemaker and lead were explanted post mortem, and returned to the manufacturer for analysis. Abbott technical support reviewed the session records provided and observed one high ventricular rate episode from noise oversensing leading to short temporary pacing inhibition on (B)(6) 2020, but nothing further was noted. No session record from the (B)(6) 2021 interrogation was provided. It is inconclusive if the lead or device caused or contributed to the death of the patient. Preliminary analysis of the device indicates the battery longevity and current drain are within normal limits. A supplemental report will be submitted when the investigation and device analysis is completed